Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date, and suture was used. It was reported that the suture broke during the procedure. It is unknown how the case was completed. There were no patient consequences reported. There is no additional information.